Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell. The baxter technical services representative (tsr) explained the alarm to the home patient (hp) and informed him to use a manual bag to complete therapy and inform his nurse. During troubleshooting, there was nothing found that could cause or contribute to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. Should additional relevant information become available, a follow-up medwatch will be submitted.